Manufacturer narrative:
Concomitant medical products: 4968, lead, implanted: (B)(6) 2015. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It also indicated the impedance trend on the rv (right ventricular) defibrillation coil was rising.

Event description:
It was reported that there was an increase in high voltage impedance on the right ventricular (rv) lead. There were three times in november that the impedance triggered a patient alert due to rising above the upper tolerance and there was also a rv defibrillation lead impedance warning observed on the interrogation report. It was noted that this has been a gradual/slow rise trend with the defibrillation lead impedance. The rv lead remains in use as the impedance alert level was increased and the lead trend will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.